Manufacturer narrative:
The product remains implanted; therefore, the explanted date is not valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years post implant of this 29mm mitral annuloplasty band, due to severe regurgitation, a 31mm bioprosthetic valve was implanted inside the ring. No additional adverse patient effects were reported.